Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy, bso, sacropolpexy, cystoscopy, and insertion of and removal of a right ureteral stint due to stage iii uterine and vaginal prolapse. It was reported the patient experienced pain, recurrence, urinary/bowel problems. It was reported that patient underwent exploratory laparotomy, colorectal resection, sigmoidocele, enterocele with mesh removal and repeat sacrocolpopexy with surgisis 6-ply biologic mesh as well as lysis of bladder adhesions on (B)(6) 2013.